Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [8,000.0 mcg/ml] at a dose of 1,668.8 mcg/day, morphine [20 ,000.0 mcg/ml] at a dose of 4,172 mcg/day, baclofen [400.0 mcg/ml] at a dose of 83.44 mcg/day, and clonidine [200.0 mcg/ml] at a dose of 41.72 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on (B)(6) 2017 the patient was admitted to the emergency room (ER) because of altered mental status on (B)(6) 2017. It was indicated that a possible overdose on oral medications may have led or contributed to the issue. It was noted that the pump was interrogated as diagnostics/troubleshooting performed and was found to be operating normally. The pump was placed on minimum rate as interventions/actions taken to resolve the issue. At the time of the report the issue was not resolved. Surgical intervention did not occur and was not planned. It was indicated that the manufacturer's representative was unaware if the residuals were checked or not. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient had altered mental status). Logs submitted with the report showed that the elective replacement indicator (eri) was 17 months and that the last change was on (B)(6) 2017 at 13:27 when a pump refill occurred. No further complications were reported. It was indicated that the nursing staff did not provide the manufacturer's representative with any other information.